Event description:
Additional information received that more episodes of post-paced t wave oversensing were observed on the device. The device was reprogrammed to resolve the event and the patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow-up, episodes of post-paced t-wave oversensing were observed. Technical support was contacted and recommended reprogramming. The device was reprogrammed to resolve the event and the patient was stable and will continue to be monitored.